Event description:
It was reported that this patient¿s pump was replaced last year. The catheter was ¿fragmented¿ and at that time it was opted not to fix the fragmented catheter. It was thought that this would not be repaired at the time of this report as the patient currently had an aneurism and ¿a lot of medical problems.¿ it was reported that the patient was getting relief last year, but perhaps the medication was not in the right place. It was unknown what medication this device system delivered. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, product type accessory; product ID 8 590-1, lot# n0041525, implanted: (B)(6) 2005, product type accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).